Event description:
It was reported that this was an arteriotomy closure of the common femoral artery using a proglide device via a 5f sheath. The sheath was then upsized to 9f and then 16f sheath during an interventional revision of triple a graft (endoleak) procedure. Reportedly, a cuff miss occurred. The device was attempted to be removed but was stuck in the vessel. A cut-down was done to remove the device. During the cut down, it was noticed there was thick fibrous tissue, which the device was caught in. There was no reported vessel damage. The device was removed successfully and patient was fine. Hemostasis was achieved via surgical suturing. There was no reported adverse patient sequela and no clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.